Event description:
The importer reported that a user facility reported that a patient sustained a burn at the treatment site following use of the alma harmony system.

Manufacturer narrative:
Clinical evaluation determined that the reported injury is transient in nature and is expected to resolve with standard post-operative care. The reported skin reaction is consistent with known and anticipated adverse reactions associated with energy-based treatments, as described in the device labeling. Based on the information currently available, a definitive root cause has not been established. The manufacturer has requested return of the device for evaluation; however, the device has not yet been returned. The investigation remains ongoing. Should the device be returned and additional information become available, a supplemental (follow-up) report will be submitted upon completion of the device evaluation. This report is submitted in good faith based on the information available at the time of reporting.